Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device failed incoming visual/functional check and it would not start interrogation. However, after further analysis this failure disappeared so a root cause could not be determined.

Event description:
It was reported that pressing the power button on the remote monitor did not initiate the transmission. The patient was directed to remove the power cord and reconnect. This did not resolve the issue. The remote monitor had previously sent successful transmissions. The monitor will be returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.